Event description:
During a ptca/rotablator treatment procedure involving a calcified and 100% stenotic lesion in the distal portion of a tortuous left circumflex coronary artery, balloon difficulties were experienced. The lesion had initially been treated with a rota 2.0, then the maverick2 monorail balloon was inserted despite meeting some resistance. The maverick2 monorail balloon was inflated four times within a range of 6-12 atm's each, but reportedly ruptured at 12 atm's on the fourth inflation. The patient was asymptomatic during this event. The maverick2 monorail catheter was removed and replaced with another catheter to complete the procedure. An 8f introducer sheath (type unknown), a choice pt guidewire, and 8f zuma2 ebu 3.5 guide catheter, and a seaman inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as 'good'.